Manufacturer narrative:
Product has been returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-jul-2025, the user reported that the ilet device screen would not turn on, despite the battery showing 30% via the mobile app. The user noted the device vibrated when touched, indicating power was present, but the screen remained non-functional. A replacement device was issued. No adverse event or impact to blood glucose was reported.